Event description:
A pt underwent radiofrequency ablation to treat barrett's esophagus. During the esophageal sizing step, the minimum esophageal diameter was 31mm and therefore, this size ablation catheter was chosen for treatment. During the ablation step, a size error was noted on the flex generator that the balloon was too large for the lumen of the esophagus. The scope, guide wire and the catheter were removed. Examination of the area noted an approximately 1cm superficial mucosal tear at 25 cm. Five endoclips were placed to close the defect. No other mucosal abnormality noted. A CT of the chest was unremarkable after the procedure. The pt did not report any pain. No further info was provided.

Manufacturer narrative:
Device was not returned, therefore, no analysis were performed. Should add'l info be obtained, pertinent to this event, a f/u report will be submitted. (B)(4).